Event description:
It was reported the patient's lead had migrated. The issue was confirmed via CT scans. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy has been restored. Issue resolved